Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient underwent a full explant due to developing an infection. Information received from the physician's office noting that the cause of the infection is related to a 2 year chronic infection and it was located at the generator site. A device history records (DHR) review was performed for the generator and it was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.